Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. Customer stated that the insulin pump may have been exposed to moisture. Customer's blood glucose reading was 176 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
No button error alarm was noted. The act button did not respond due to corroded keypad traces. No moisture damage was noted on the electronics. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.